Manufacturer narrative:
Explanted secure-c endplate assembly was received on (B)(4) 2014. Evaluation of the endplate bearing surfaces elicited no major damages, fractures, or signs of any failure. Bony deposits were observed on the bony apposition site of both endplates. A scratch mark was noticed on the anterior aspect of the bony apposition surface of the inferior endplate consistent with the use of a surgical tool. The bearing surfaces of both the superior and inferior endplates had no visible signs of damage. Please be advised the secure-c implant is comprised of two parts, i.e. Part number 714.106s secure-c endplate assembly, and part number 414.108s secure-c core. These two parts combined make up the secure c implant.

Event description:
Patient was experiencing acute neck pain approximately 2.5 weeks post-op. Initial surgery was (B)(6) 2014. Revision surgery took place (B)(6) 2014 to remove secure c core, upper endplate, and lower endplate.